Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges device is no longer working properly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report captured, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges device is no longer working properly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received on sep 09, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges device is no longer working properly and visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.